Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced both high and low blood glucose. The customer¿s blood glucose during the incident was up to 500 mg/dl. They treated with manual injection. The customer also experienced low blood glucose levels of 30 and 42 mg/dl. They treated with food. The customer¿s blood glucose during the call was 485 mg/dl. The device will not be returned for analysis.